Event description:
Approximately one week after application of the device (nbx shoulder fixator), pt put her entire weight on the affected extremity to push herself out of bed, dislocating the fixator and loosing reduction. In 2009, the physician again took pt into surgery to re-align the anatomical components (reduce the fracture), and re-attach the fixator. The pt will be kept in the hospital for an unk amount of time to reinforce her activity restrictions. The physician stated that the pt's weight was a contributing factor to the event.

Manufacturer narrative:
We were informed that the physician admitted the pt to the hospital reinforcing her activity restrictions. She will also undergo additional training regarding non-weight bearing. We were informed by the physician that this event occurred due to the pt putting her weight on the affected limb while trying to get out of bed soon after application of the device. The instructions for use clearly state under warnings, factors such as the pt's weight, activity level, and adherence to weight bearing or load bearing instruction have an effect on the service life of the device.